Manufacturer narrative:
Date rec'd by MFR: 01aug2019. Failure analysis on the returned power supply shows that the failure of capacitor (c56) prevented the power supply from operating on ac power. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05march2019. Reporter phone number unknown. The philips field service engineer checked and verified 118ac (alternate current) volts going into the power supply, but nothing was coming out. The fse replaced the power supply to resolve the reported issue. The unit successfully passed performance specification testing after the repair was completed.

Event description:
Philips field service engineer (fse) reported that the unit does not power on. There was no patient or user harm reported. The event date was not specified; estimate used.